Event description:
The reporter contacted animas on (B)(6) 2012 alleging that the pump does not recognize the filled cartridge and dispenses insulin until there is about 1 unit remaining. This report is being made based on the alleged load step malfunction.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
(B)(4):there was no activity outside normal use observed in the black box or download history. A review of the black box indicated that there were no "pump not primed" warnings and no "no cartridge detected" warnings. During investigation, the pump failed to recognize the cartridge during the load step. Evaluation revealed that the force sensor is out of calibration and the force resistance measurement is out of specification. Investigation revealed contamination on the force sensor assembly. (B)(4).